Event description:
An optometrist reported a case of bilateral inflammation, observed at one month post photo refractive keratectomy (prk). Reporter indicated the patient was placed on increased topical steroids dosage. Patient noted as sensitive to light. Additional information has been requested. There are two reports related to this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).